Event description:
It was reported that while in the cath lab, the balloon was pretested "without problems". As the md was inserting the catheter, the balloon ruptured and as a result, the catheter was removed. The pt has an infectious disease, so the (B) (4) will not be returned.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.